Event description:
The MFR received info alleging a ventilator shut down while in use. There was no reported pt harm or injury.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's sd card was replaced to address a ventilator inoperative condition. There was no pt harm or injury. The ventilator was found to audibly and visually alarm appropriately for a ventilator inoperative condition. The MFR will continue to monitor life support ventilator malfunctions that could potentially result in a loss of therapy.